Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
About five weeks post implant, it was reported that the patient heard audible alerts and had present to the emergency room. It was found that the right ventricular (rv) lead had dislodged and was located pass the valve in the right ventricle. The lead was repositioned in the apex of the right ventricle and remains in use. It was then reported later that day that the rv lead had possibly dislodged again. The rv lead was then explanted and replaced. It was noted that in the past the rv lead had dislodged shortly after implant and was subsequently repositioned back then. No patient complications have been reported as a result of this event.